Manufacturer narrative:
The ipg was analyzed and the complaint was confirmed. The battery depletion and battery leakage exceeded acceptable limits. These are characteristics of analog ic damage due to high-voltage transient, and suggests that the ipg had been exposed to an environment similar to electrocautery usage. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(6).

Event description:
A report was received that the patient's ipg was replaced due to difficulty charging. The patient was reportedly stable following the procedure.

Event description:
A report was received that the patient's ipg was replaced due to difficulty charging. The patient was reportedly stable following the procedure.

Manufacturer narrative:
Date of event: (B)(6) 2011.